Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported arm drifting. During the distal cut of a tka, the arm drifted. Could not duplicate. Believe the mps solved the problem by cleaning the camera lens. Case type: tka. *****update per mps***** delay of 45+mins. The case was completed manually.